Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a over delivery. Customer declined for the troubleshooting. Customer stated no buttons were pushed alerts. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.